Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 site's #22 in type 11 bone. Primary stability and osseointegration were not achieved. The clinician reports that the apical portion of the implant has been put to sleep. The coronal aspect of the implant was successfully removed on (B)(6) 2012 due to mobility. Medical history: no significant findings.